Manufacturer narrative:
Device manufacture date: if made available, will be added in the supplemental report. Livanova (B)(4) manufactures the s5 roller pump 150. The incident occurred in (B)(6). The unit was returned to livanova (B)(4) for a detailed investigation. The investigator could reproduce the reported issue. During a read out analysis, the problem with the touch screen could be ascertained. During the start of the roller pump, different touch resistors could be measured. This is a one time occurrence with respect to a roller pump. It will be monitored for future trends. The unit was forwarded to the technical service support international (tssi) for further disposition owing to multiple part replacements. If any additional information pertinent to this report is received, it will be documented in a supplemental report.

Event description:
Livanova (B)(4) received a report that the s5 roller pump 150 stopped whilst procedure with an error message and was restarted shortly thereafter. There was no report of patient injury.